Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion, failure to occlude'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), migraine ("migraine") and headache ("headaches"). The patient was treated with surgery (essure removal ,tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatment for added device expulsion, perforation fallopian tubes, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),genital bleeding, migraine, headaches. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: failure to occlude. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received reporter information was added. Case becomes incident injury nos replaced with new event added device expulsion, perforation fallopian tubes, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),genital bleeding, migraine, headaches. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion, failure to occlude / malposition of essure device location of device: spillage from 1 tube'), endometritis ('chronic endometritis'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleeding') in a 32-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), dysmenorrhoea ("dysmenorrhea (cramping)"), migraine ("migraine"), headache ("headaches / temple pain"), nausea ("nausea"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cysts"), constipation ("severe constipation"), menstrual disorder ("progressively worse menstruals") and abdominal pain lower ("lower abdomen pain"), 3 months 18 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vomiting ("vomiting"). The patient was treated with dexamethasone, fentanyl, ketorolac, lidocaine, midazolam, ondansetron, paracetamol (acetaminophen), propofol, suxamethonium chloride (succinylcholine), blood transfusion and surgery (robotic assisted total laparoscopic hysterectomy, tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, endometritis, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, headache, adenomyosis, cervical cyst, constipation, menstrual disorder and abdominal pain lower outcome was unknown and the dysmenorrhoea, menorrhagia, migraine, vaginal haemorrhage, nausea, vaginal discharge, fatigue and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cervical cyst, constipation, device expulsion, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6) 2013, (B)(6) 2013. Patient received treatment for added device expulsion, perforation fallopian tubes, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),genital bleeding, migraine, headaches. Blood transfusion was done for the patient on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: failure to occlude, result of essure confirmation test: expulsion of essure device. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: vaginal bleeding, adenomyosis, nabothian cysts, severe constipation, pelvic pain, menorrhagia, dyspareunia. Most recent follow-up information incorporated above includes: on 3-oct-2019: pfs and mr received. Lot number was added. New events abnormal bleeding (vaginal), nausea, vaginal discharge, fatigue, adenomyosis, nabothian cysts, severe constipation, chronic endometritis, vomiting, progressively worse menstrual, lower abdomen pain were added. New reporters were added. Lawyer was added. Patient demographic was added. Date of insertion updated. Treatment drugs were added. Event outcome was added. Event onset dates were added. Lab data updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('breakage/ expulsion: expulsion, failure to occlude / malposition of essure device location of device: expillage from 1 tube'), endometritis ('chronic endometritis'), fallopian tube perforation ('perforation: fallopian tubes') and genital haemorrhage ('gen. Abnormal bleeding') in a 32-year-old female patient who had essure (batch no. A72332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2013, the patient had essure inserted. On (B)(6)2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic"), dysmenorrhoea ("dysmennorhea (cramping)"), migraine ("migraine"), headache ("headaches / temple pain"), nausea ("nausea"), fatigue ("fatigue"), adenomyosis ("adenomyosis"), cervical cyst ("nabothian cysts"), constipation ("severe constipation"), menstrual disorder ("progressively worse menstrual's") and abdominal pain lower ("lower abdomen pain"), 3 months 18 days after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), vaginal discharge ("vaginal discharge") and vomiting ("vomiting"). The patient was treated with dexamethasone, fentanyl, ketorolac, lidocaine, midazolam, ondansetron, paracetamol (acetaminophen), propofol, suxamethonium chloride (succinylcholine), blood transfusion and surgery (robotic assisted total laparoscopic hysterectomy, tubal ligation). Essure was removed on (B)(6)2013. At the time of the report, the device expulsion, endometritis, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, headache, adenomyosis, cervical cyst, constipation, menstrual disorder and abdominal pain lower outcome was unknown and the dysmenorrhoea, menorrhagia, migraine, vaginal haemorrhage, nausea, vaginal discharge, fatigue and vomiting had resolved. The reporter considered abdominal pain, abdominal pain lower, adenomyosis, cervical cyst, constipation, device expulsion, dysmenorrhoea, endometritis, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage and vomiting to be related to essure. The reporter commented: discrepancy noted date of insertion: (B)(6)2013, (B)(6)2013. Patient received treatment for added device expulsion, perforation fallopian tubes, pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding),genital bleeding, migraine, headaches. Blood transfusion was done for the patient on (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: result: failure to occlude, result of essure confirmation test: expulsion of essure device.. Concerning the injuries reported in this case, the following ones was confirmed in patient medical records: vaginal bleeding, adenomyosis, nabothian cysts, severe constipation, pelvic pain, menorrhagia, dyspareunia. Lot number: a72332 manufacture date: 2012-11 expiration date: 2015-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-oct-2019: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.